Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that the detached part that had been cut off was returned. The needle tip was bent at the notch. The remaining part of the needle in the sheath could be advanced. The customer complaint was confirmed as the needle was bent at the notch. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c device of lot# c1273029 did not reveal any discrepancies that could have contributed to this complaint issue. No adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A follow-up MDR is being submitted to include the device evaluation details. Initial report details: the needle bent. It was removed from the patient without issue. The needle had to be cut so that it would not damage the scope as it was removed. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿non-retraction' of the needle during use.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c device of lot# c1273029 did not reveal any discrepancies that could have contributed to this complaint issue. No adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle bent. It was removed from the patient without issue. The needle had to be cut so that it would not damage the scope as it was removed. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿non-retraction' of the needle during use.